Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. Conclusions: a review by a clinical consultant concluded; "diagnosis: - use of a large offset accolade-ii stem variant in a patient with low native hip offset has contributed to increased tension across the hip joint with complaints of trochanteric bursitis requiring arthroscopic release of the iliotibial tendon. The lower offset version of the accolade-ii stem might have been abetter choice for this patient¿s anatomy." There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Lateral pain continuing >2 years following rthr. Metal artifact seen on MRI. Patient reported discomfort/pain ~6months after operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one previous event for the lot referenced. The following devices were also listed in this report: accolade ii 127° neck angle hip stem. Size 4. Ref (B)(4); cat# 6721-0435; lot# 44596404, trident 0° x3 insert 32mm ID; cat# 623-00-32e; lot# 45630401, 32mm +4 lfit v40 head; cat# 6260-9-232; lot# 45059203, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmrr3v, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmmrl0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Lateral pain continuing >2 years following rthr. Metal artifact seen on MRI. Patient reported discomfort/pain ~6months after operation.